Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving unknown intrathecal therapy. It was reported that a new pump proximal catheter segment (8578) was implanted on (B)(6) 2009. The reason given for the proximal segment change was that the old connection was replaced by the sutureless connection. The lot number of the catheter, in which the proximal segment was explanted, was not available and the catheter was discarded by the customer. The event date, relevant patient medical history, patient symptoms/harm/injury, troubleshooting performed, and the resolution were all unknown. Additional information was requested regarding a clarification on the reason for the catheter explant. Should additional information become available, a follow-up will be submitted.

Event description:
Additional information was received from a company representative indicating that the indication for use was pain. The intrathecal therapy being dispensed was reported as morphine. The dose and concentration in the patient's pump at the time of the event ((B)(6) 2009) was not obtainable. No further information was provided.